Manufacturer narrative:
Associated MFR: MFR 2916596-2020-04483 covers the previously diagnosed short-to-shield. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was re-admitted due to frequent red heart alarms. It was communicated that the motor stopped, there was a low battery hazard, a low flow hazard and a low speed hazard. Log files were sent for review and it was confirmed that the pump was not able to keep the pump speed. Further evaluation was ongoing. The evaluation of the log files confirmed the alarms and showed that the pump was not able to keep the set speed during those periods. The patient was previously diagnosed with short-to-shield (one affect phase). As the alarm is now also present while the patient is connected to battery power, it is assumed that an additional phase became affected. The alarms occurred while the patient moved, so they were put on strict bedrest until a pump exchange could be performed. The patient was stable and did not display symptoms. Discussion of scheduling a pump exchange was underway as of (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events and pump stop events. Although a specific cause for these events could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with an issue with the driveline. The submitted log file contained data from 14feb2022 to 24feb2022. Multiple intermittent pump stops, low speed advisory, low speed hazard, and low flow alarms were recorded between (B)(6) 2022 and 24feb2022 while the system was connected to battery power and the power module. The pump intermittently was at its operating speed during this time. Heartmate ii lvas, serial number (B)(6), was returned assembled with the driveline (dl) cut approximately 2¿ from the pump, and the distal portion of driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to pump¿s inlet port. The outflow graft was attached the outflow elbow, which was attached to the pump¿s outlet port. The outflow graft bend relief was returned detached, but over the outflow graft, and the outflow graft collar was returned detached. No adhered depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The silicone jacket of the driveline pump end bend relief was unremarkable. The driveline was tested for electrical continuity in the condition that it was returned and no discontinuities or shorts were identified. The silicone bend relief, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires revealed no evidence of mechanical damage, no discontinuities in the wires, and no breakdown of the wire insulation. The 2¿ pump-end segment of driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. The section entitled ¿pump performance monitoring¿ under ¿patient care and management,¿ covers wear and tear to the percutaneous lead. The IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms, including low speed alarms, and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
The patient had a pump exchange on (B)(6) 2022.